Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4) / tw#: (B)(4).

Event description:
It was further reported that the coil did not detach as expected so the physician decided to withdraw the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to prevent the retrograde flow of blood a continuous flush should be performed while the coil and the coil pusher move through the introduction system." (B)(4).

Event description:
It was reported that the coil was difficult to withdraw from the lesion. The target lesion was located in the moderately tortuous internal iliac artery. A 10 mm x 20 cm idc¿ was selected for use to treat the target lesion. During procedure, it was noted that the device was unable to withdraw from the lesion. The procedure was completed with another of the same device. No patient complications were reported.